Manufacturer narrative:
Product complaint (B)(4). Investigation summary :the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number.  The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical event of prosthesis explantation and reimplantation for right hip arthroplasty (for local mobilization reaction of metal-metal arthroplasty). Underwent primary right hip arthroplasty on date (B)(6) 2006 in other hospital (arthroplasty with acetabular implant asr depuy/ stem fin bioimplants). The patient was hospitalized on (B)(6) 2020 for an extensive periacetabular lysis, implant mobilization and for the presence of the periarticular pseudotumor with the need of the revision surgery detected to radiography. He underwent arteriography embolization for pseudo tumor mass on (B)(6) 2020. On date (B)(6) 2020 he underwent implant revision surgery: the stem was explanted and replaced with lima revision modular stem and revision of acetabular component with morsellised homologous bone and lima tt revision with screws.